Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medfusion pump experienced a recurring speaker issue. The speaker has been replaced twice, but the pump continues to generate a primary audible alarm, "bgnd test error," which was identified during startup. This alarm condition is associated with a high-priority alarm and could potentially interrupt therapy if it occurs during patient use. There was no delay in therapy, as a different pump was used when the startup process failed. There was no patient involvement.